Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump holder broken when she was having a low blood glucose event and went into shock. Blood glucose reading at the time of the call was 376 mg/dl. The doctor's office was supposed to order replacement holders for her. The customer is currently using a string tied to her insulin pump to hold it. Customer has been experiencing high and low blood glucose. There were times when the blood glucose reading was 505 mg/dl or higher. Yesterday after the blood glucose reading was 33 mg/dl. The customer has treated with bolus. Troubleshooting was performed. Time and date were found to be incorrect. Assisted the customer with correcting the time and date. Nothing further reported.